Event description:
It was reported that during a procedure, when initially fired, the device would not fire. It got stuck and then it finally fired part of a roll of staples. There was no patient consequence. It is not known how the case was completed. The device is not available for return.